Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon was using the device as a grasper and tore the appendix, he used a stapler at the site and completed the procedure as normal. There was no patient consequence reported. The surgeon stated that the device appeared like the end effector was damaged and looked more like an allis clamp and wants to know if the device is different or has changed configuration. The rep will reinforce that there has been no change in the clamp configuration. The device was discarded at the account.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.